Event description:
Hip replacement biomet taberloc. Feelings of sickness, pain immediately after procedure. Many trips to multiple doctors no help ongoing for three yrs. Determination of metal poisoning cobalt and chromium exaggerated by allergic reaction to metal in ball of prosthesis. Dates of use: (B)(6) 2008 - (B)(6) 2011.